Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported that they received a sensor error on a new sensor. Blood glucose level at the time of the incident was 49 mg/dl. The nurse was advised that the sensor may need more time to stabilize, and to monitor the product. The sensor was not replaced or returned for analysis.